Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was recorded as high; cause was not known. Customer administered a manual insulin injection to address bg. Pump system check was performed with technical support. No issues were identified with the infusion set. Reportedly, customer was to replace supplies as needed and resume pump therapy.